Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) from a ventricular episode was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.